Event description:
Pt being monitored on viridia central at nurses' desk with client in main monitoring room located in another facility two blocks away. Nurse noticed pt going into ventricular fibrillation, unit lighting up red in sector but no audible alarm. Pt continued to go bad and finally expired. Nurse claims no audible alarm.